Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an unexpected g5 mobile application shutoff. A root cause could not be determined via data.